Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 3 of 3. Consumer reported upon removal of a tampon, the string broke. The remaining section of string was still firmly attached to the pledget and was long enough to use for removal of the pledget from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.